Event description:
As reported by the user facility: two incidents in which set was loaded into pump properly, roller clamp was closed, pump was turned off, but solution flowed. One pt received more than the prescribed dose of tamoxifen, and one pt received more than the prescribed dose of dobutamine. Additional information provided to the manufacturer by the user facility indicates that the pt who reportedly received more than the prescribed dose of dobutamine required treatment with betablockers due to an accelerated heart rate of 170. The pt in the incident involving the tamoxifen reportedly only received several droplets which caused an unknown reaction.